Event description:
A facility reported that a pt became hypotensive and was cramping approx 2 1/2 hrs into a hemodialysis treatment. She was given a total of 600 ml of saline and was discharged in stable condition. Based on the pre and post treatment weights, saline given and what the machine had indicated was removed, there was a weight loss variance approx 4.7 kg. There was no serious injury or illness.